Event description:
Reportedly, the balloon did not inflate and the balloon could not maintain inflation. No pt complications.

Manufacturer narrative:
Customer report was confirmed. Balloon ruptured in the central area with a hole, 0.11" in length. Missing latex was not returned. Latex is slightly baggy at this region. No contamination shield or introducer returned.